Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed. The cause is that the patient did not ensure a secure connection between the patient line and transfer set. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a check patient line alarm that occurred on the home choice (hc) unit during fill 1. The hp stated their catheter was leaking. The technical service representative (tsr) explained the proper connect and disconnect procedure, assisted the hp with clearing the alarm and instructed them to start over with new supplies. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The hp clarified what they meant regarding the leaking catheter. The hp stated that day they did not tighten the transfer set onto the patient line well, and at this connection it was leaking. The hp stated that, so they disconnected from the machine. The hp stated that the when they were trying to explain to the baxter technical service representative (tsr) regarding the leaking between the transfer set and the patient line they did not know how to describe it. The hp was confused when this writer asked about the "forgetting to cap" the catheter. They stated they always cap off the catheter. The hp stated they just had their clinic visit and everything is going well.